Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Legal claim and medical records received. Attorney representation letter reports patient had excessive component loosening and was revised. Bone scan included with letter reported increased uptake at the distal right femur surrounding the right knee prosthesis and moderately increased focal uptake at the lateral aspect of tibial metaphysis adjacent to the tibial component. Component sticker sheet was included. Tibial, patella and femoral components will be reported as there is not enough information to determine what is loose at this time. The cement used was a competitor product per the sticker sheet. Doi and dor taken from component sticker sheets and will be reported.

Manufacturer narrative:
This complaint was previously reported when there was loosening of unknown component reported. Medical records now show the loosening was with tibial component. This component will be changed from the previously reported MDR yes to MDR no.